Event description:
It was reported that the programmer was not functioning properly, that it was unable to fully power on and that it gave a blank screen. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 229047 analyzer. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the programmer had a blank screen and internal inspection of the device revealed evidence of liquid ingress and corrosion and troubleshooting revealed an out of specification media processing unit printed circuit board was responsible for the blank screen and therefore the printed circuit board assembly has been retained for failure analysis. The programmer was scrapped as unrepairable due to its excessive corrosion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.